Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to information from the user facility, the pressure transducer pc (printed circuit) board was found to be anomalous. It is not communicated if the pressure transducer pc (printed circuit) board has been replaced. No parts have been returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation and no ventilator logs were provided, the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: 238638.